Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the revision surgery was performed due to adjacent intervertebral disease at l3-l4. It was reported that after breaking off the first break-off setscrew, the break-off portion did not slide into the breakoff driver¿s shaft but stuck at the tip of the driver. The break-off driver became unusable. The procedure was continued using another instrument.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Functional evaluation was able to replicate customer concern. The above observations are consistent with manufacturing error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.